Manufacturer narrative:
Batch review performed on 05 january 2021: lot 150141: (B)(4) items manufactured and released on 28-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
Revision surgery was performed due to potted stem 5 yeas and 2 months after primary. The surgery was completed successfully. Stem, head and liner were revised.